Manufacturer narrative:
Device passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose and flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error and motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the drive support cap appeared normal. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.